Event description:
During a shoulder repair procedure, the tip of the needle broke off in the patient. The needle was passed 1 or 2 times and then it was noted that the tip had broken free. It took about an hour to try and locate the piece for removal, but was unsuccessful. A back-up needle was successfully used to complete the repair. Follow-up visit, x-ray showed that the broken piece did not move. At this time, there are no plans for additional surgery to remove the piece from the patient.

Manufacturer narrative:
Evaluation of the needle shows it broke at the suture pick-up slot. No conclusion could be made for the device failure.